Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. During the visual inspection safety slide clamp assembly and safety clamp assembly damaged was identified. The cause was determined to be damaged safety slide clamp assembly and safety clamp assembly. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the safety slide clamp assembly and safety clamp assembly was replaced. The device was serviced to meet functional specification. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a safety slide clamp assembly and the safety clamp assembly damaged. No additional information is available.